Manufacturer narrative:
Due to no photo or sample being received, the quality team is unable to verify the customer's complaint of leakage. A device history record review for model 2426-0500, lot number 20063288, was performed. The search showed that a total of (B)(4), units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated. The following information was provided by the initial reporter: material no: 2426-0500, batch no: unknown. It was reported tubing continues to separate directly below the safety clamp after inserted into the alaris pumps.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated. The following information was provided by the initial reporter: material no: 2426-0500, batch no: unknown. It was reported tubing continues to separate directly below the safety clamp after inserted into the alaris pumps.